Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation- manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device bent while trying to pass over the wire into the patient. The type of procedure being performed was a cath. The patient's pre-procedural condition was stable. There was no blood loss. There was no injury to the patient. Additional information was received on 15mar2021. The procedure was a cardiac catheterization. A 6fr sheath was used. The sheath and dilator bent while being inserted over the wire. The patient's condition following the procedure was stable. Additional information was received on 22mar2021. It was a diagnostic, so they used a thrombix.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed kinked components since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.